Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of multiple issues with the intraocular lenses including a number of scratches. Additional information has been received and stated that the scratches were observed during the surgery, and there was patient contact.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Three photos were received: photo 1unable to observe the reported complaint. Photo 2 photo shows an implanted iol on a monitor screen. One haptic appears to be broken near the haptic base. Photo 3 photo show what appears to be an illustration of an iol with a broken haptic. Based on our observation of the attached photo, the haptic appears to be broken. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).